Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of slack. The patient underwent a revision procedure in which slack was added to the rv lead. No additional adverse patient effects were reported.